Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon deployment of a 6fr. Angio-seal, the tamper tube became stuck in the sheath. The device was deployed properly prior to this step. The anchor, collagen and suture were still intact and were able to close the artery. After taking apart the device the tamper tube was found to be stuck in the sheath. The patient's condition was not affected. The procedure outcome was not affected. The sheath run done prior to closing. The access was cfa (common femoral artery) right groin, with a 6 fr. Sheath. The angio-seal wire was used to close. The blood loss was less than 250cc's. Additional information was received 20august2019: the procedure performed for the patient prior to use of closure device was a left heart cath. A pre deployment angiogram was performed. Upon deployment of the angio-seal the green tamper tube did not come out of the sheath. The doctor was not able to tamp down with the tamper tube. The suture was then cut and pressure was held. There was no issues on insertion of arteriotomy locator. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The device sleeve was returned mated with the sheath. The assembly was returned severed upon receipt. The arteriotomy locator, suture and tamper tube were returned as well. Visual inspection revealed that there was no damage noted with the locator. The hemostasis sheath was cut into two pieces and the hub of the sheath was still connected to the device deployment sleeve which was in the rear lock position with the color bands fully exposed. A portion of both the hemostasis sheath and the carrier tube assembly were severed. The tamping tube and suture were returned separately. Neither the anchor nor the collagen was returned. Both ends of the suture were examined and it was found a uniform cut. The bypass tube was found partially attached to the hemostatic valve. The piece of the sheath and carrier tube were then examined. The carrier tube was appeared to be cut by a sharp object. There was no deformation observed on the piece of the sheath. There was cut identified through the carrier tube between the base of the device cap and the top of the sheath hub, which is consistent with the manual deployment method. The hub of the carrier tube assembly was dissembled, the tensioner was removed manually. The suture was found to be tethered to the spool, but there were no turns of suture remaining on the spool. There was a cut found at the distal end of the suture. No obstructions were visible to the pathway of the tamping tube preventing its release. The proximal portion of the suture with the clear shrink-wrap marker was not returned for analysis. Also, the length of the suture was compared with the new device suture and it was confirmed that all pieces of the suture were not returned upon receipt. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.